Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged cosmetic damage located at the retainer ring found on (B)(6) 2021. Insulin pump received with broken retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to broken retainer ring. The following were noted during visual inspection: partially broken retainer ring, broken reservoir tube lip and pillowing overlay. Customer returned insulin pump due to missing retainer ring and broken reservoir compartment. Broken retainer ring and broken reservoir tube lip confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump retainer ring was missing. Customer stated that the reservoir compartment was broken. No harm requiring medical intervention was reported. The insulin pump will not be returned for the analysis.